Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer had problems with the pump's readings. The customer blood glucose was 273 mg/dl and the pump said it was 50 mg/dl and 60's mg/dl. The customer tried to complete a bolus but received a cal error. The customer does not think the pump was reading correctly. The customer did not want to troubleshoot for high or low readings.